Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned for evaluation however imagery provided by the site shows the patient anatomy. The imagery shows the full access vessel anatomy in which the patient vessels mld are below the recommended diameter. Additionally, tortuosity, heavy calcification and a stent were observed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for work orders that relate to the manufacturing of the devices and components that could potentially contribute to complaints. The review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Additionally, a lot history review did not reveal any similar complaints. A complaint history review was not performed as the events reported were unable to be confirmed. The complaint trend were reviewed and determined not to be over december 2019 control limits. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows: completely unflex the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. If delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. In addition, the procedural training manual provides additional considerations for sheath removal: remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section (have an appropriate dilator ready to occlude the vessel if required). Appearance of the sheath upon removal: remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, hemostasis will not be maintained if the sheath is partially removed past the partially expandable section and have an appropriate dilator ready to occlude the vessel if required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no device was returned. Investigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of DHR, lot history, revealed no indication of a manufacturing non-conformance that could have contributed to the reported events. Review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As mentioned in the description ¿during retrieval the commander balloon ruptured on a combination of calcium and stent during retrieval through the femoral artery. The physician decided to pull harder and the tip severed from the balloon¿. Per the training manuals, the sheath should be inserted past the bifurcation. Because the sheath may not have been positioned past the bifurcation, as suggested by the complaint description, the device may have interacted with the calcification and stents in the patient anatomy, leading to retrieval difficulties and tearing of the crimp balloon. Excessive force applied to overcome the withdrawal difficulty may have separated the distal nose tip. While a definitive root cause is unable to be determined, available information suggests that patient (calcification/ stent) and/or procedural factors (excessive device manipulation during retrieval of burst balloon, sheath placement) may have contributed to the complaint events. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. A product risk assessment was previously initiated per management discretion to investigate the balloon torn issue and its associated risks. Since no product non-conformances or IFU/training deficiencies were identified related to the withdrawal difficulty and/or distal tip, nose tip - separation during evaluation, a product risk assessment escalation is not required for these events.

Manufacturer narrative:
Added missing f.10 patient code, inadvertently left off initial report. Investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, after successful deployment of the 29mm sapien valve during a tf tavr case, the physician attempted to retrieve the commander delivery system through left femoral artery. The left iliac artery however presented with extensive calcification and a prior stent. During retrieval the commander balloon ruptured on a combination of calcium and the stent. The delivery system was pulled with added force and the tip severed from the balloon. The commander was then removed and surgery was required to retrieve tip of device. The patient recovered well from surgical intervention and has since been discharged home.